Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center did not provide a image. It is unknown when the issue was found and there is no known procedure information. Additional information provided by the customer noted that the unit is working ok. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, additional information provided by customer confirmed that the input setting was not correctly set to serial digital interface on the monitor. Olympus will continue to monitor field performance for this device.